Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor was connected to the dexcom app but not to the ilet, resulting in cgm signal loss to the ilet only; the agent instructed the caller to toggle ilet settings and advised allowing time for pairing. No adverse clinical symptoms reported. Outcomes included no reported impact on health or activities. User support included remote troubleshooting and user education to adjust cgm configuration and allow sensor pairing time. Investigation of this case revealed a communication disruption limited to the connection between the cgm and the ilet, consistent with intermittent bluetooth connectivity issues without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or routine pairing latency.

Manufacturer narrative:
Initial.